Event description:
While positioning a patient for a shockwave treatment, the patient grasped the table edge with his right hand. The attending physician reportedly moved the exam table transversely, and two of the patient's fingertips were severed. The patient was transferred to a hand surgery clinic and the severed fingertips were re-attached. The system's user manual provides clear warnings against possible danger points and also states that no part of the patient's body may project beyond the tabletop during an examination.